Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a taped bug was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a taped bug was found in the sterile packaging of the product. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Additional information: device evaluation.